Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient implanted with this right ventricular (rv) lead exhibited twiddler's syndrome dislodging this lead. There was no reported symptoms relating to the dislodgement. The lead was explanted and successfully replaced with a different right ventricular (rv) lead with no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that the patient's device had flipped in the pocket resulting in a pocket revision. A loss of capture relating to the dislodgement was also noted. The device had been reprogrammed to vvi due to the absense of a new right atrial (ra) lead being implanted following the revision for dislodgement. The ra lead was a non boston scientific lead. The patient had experienced vague palpitations prior to the lead dislodgement being discovered. There was no additional adverse patient effects reported.